Manufacturer narrative:
The device history record was not reviewed. Samples evaluation: received one empty, used pump for evaluation and investigation. The pump was refilled with normal saline solution to the reported fill volume of 100ml for testing. When the pinch clamp was opened, the pump infused. A flow rate accuracy test was performed and the pump infused within specification. No determination could be made as to why the pump appeared to flow fast.

Event description:
I flow received a report stating, pump was supposed to infuse in 2 days, but was empty in a little over 24 hours. No patient complaint, good pain control. Patient reported to have naturally high body temperature. Pump was filled with 100mls, medication unk, flow rate 2ml/hr. I-flow has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).